Event description:
Customer's mother reports that customer had high blood glucose of 600 mg/dl after visiting healthcare professional for basal adjustment. It was reported that customer treated with a bolus delivery, but blood glucose continued to rise. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. When customer disconnected at quick release, customer reports it came off easily. Smell of insulin on the outside of pump was also reported. During troubleshooting, air was found in tubing and insulin did exit. Customer declined to disconnect at infusion set to check for bent cannula due to belief that quick released was not properly locked after healthcare professional visit. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.